Event description:
A call to technical services on (B)(6) 2011 states that there is a clinic (hcci) having some trouble with paceart. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).